Manufacturer narrative:
Initial and final (B)(4)- device 1 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(4) 2026 . The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. No further information available.